Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3778-60, serial# (B)(4), im planted: (B)(6) 2011, product type: lead; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that there was no communication with the implantable neurostimulator recharger (insr) or patient programmer. It was noted that a coupling problem was reported. It was noted that the patient was having trouble recharging. It was noted that an overdischarge was suspected. It was noted that the last time any stimulation was felt was 1 week prior to report. It was noted that the last successful recharging session was 1 month prior to report. It was noted that the patient was not able to adjust stimulation. It was noted that the patient was getting a poor communication on the patient programmer screen. Additional information received reported that the last charge date was (B)(6) 2013. It was noted that the patient said that nobody told him to continue to charge the battery even when not using. Additional information received reported that the patient was not being able to adjust stimulation. It was noted that the power on reset (por) was cleared successfully. It was noted that the patient turned stimulation on and got a quick jolt but said that the stimulation was okay. It was noted that it was only the initial jolt.